Event description:
The brake and steer casters rotate to the side after the brake is set and the bed is pushed.

Manufacturer narrative:
The technician replaced the brake and steer casters to repair the bed.